Event description:
On (B)(6) 2009, the sales rep reported that during surgery, the instrument broke at the tip. Add'l info received on 30 jul 2009, the sales rep reported that at first he thought both instruments (dorsal height adjuster and the screwdriver) had broken during surgery but then it was clarified that only the screw driver had cracked in two places at the tip. The surgeon had inserted a screw too deep into the bone and decided to back it out. The surgeon first attempted to back it out using the dorsal height adjuster, but it was very difficult to turn. The surgeon though he broke it (later inspection showed part was not broken). He then attempted to use the screwdriver's inner shaft to back the screw out. The outer sleeve of the screwdriver was not engaged with the screw head which is intended to ensure the driver hex is fully seated and locked to the screw. The surgeon applied excessive downward force on the instrument as he was turning it, the screwdriver broke. Visual examination by the sales representative showed the hex was cracked in two places. The instrument may have been off axis or not fully seated on the screw hex.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.